Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and stent dislodgment occurred. The target lesion was located in the heavily calcified distal right coronary artery (rca). A 2.75 x 12 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Subsequently, several dilatations were performed and the proximal rca was stented. The 2.75 x 12 synergy ii stent was re-advanced to the distal rca and inflation was attempted. However, it was noted that the stent delivery balloon had been punctured and the stent would not expand, causing it to embolize. Another stent was then placed in order to pin down the embolized stent. No patient complications were reported and the patient's status was stable with good results.